Event description:
It was reported to kendall that on 2 occasions the center chamber of the "scd" sleeves had not deflated. No info was given or volunteered to kendall in regards to permanent injury to pts as a result. On further questioning kendall realized that the problem was with the connecting tubing not with the sleeves. Tubing has been the subject of a recall by kendall; user facility did not receive recall info due to their co change in ownership. Product codes recalled were 5315/5320/5325/5328/5361/5378a. User facility has been informed of recall, has withdrawn affected tubing from use, and has had no further instances.